Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to pressure sensor mismatch. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator's service required alarm occurred related to pressure sensor mismatch. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the device passed the evaluation as specified in the service manual. The connectors are in good condition, the cabinet and other parts are in good conditions, it is not necessary to replace batteries. The device was scrapped.